Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The only information provided was that the customer passed away sometime around (B)(6) 2015; he was dead three days before they found him. The father also stated that the customer was in a diabetic coma. The father stated that he does not want to answer any questions.